Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow-up due to noise reversion episodes. During examination of the right ventricular (rv) lead, it was noted that there was lead noise which caused oversensing. Since the number of noise reversion episodes were high, the noise electrograms storage priority was reprogrammed to high. The physician elected to monitor the rv lead. The patient was in stable condition.